Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5334818. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® spray-coated k2edta tubes didn't draw a sufficient volume of blood. When the cap was opened it was found the "lip out" of the tube. No injury or medical intervention reported.